Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant of the antibacterial absorbable envelope, the physician discovered that the patient was allergic to tetracycline. The envelope was subsequently explanted. No further patient complications have been reported as a result of this event.